Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of elevated metal ions, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and dysfunction. Lawsuit further alleges the presence of blackened tissue during the revision procedure. A review of invoice history confirms both surgery dates and that the modular head and taper insert were removed and replaced during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02009 & 02010).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02009 & 02011 & 05435).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel reports patient allegations of elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion and dysfunction. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Operative report further noted a loosened acetabular cup and darkened tissue during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 5 MDR's filed for the same event (reference 1825034-2014-02009 / -02011, -05435, & -07770).